Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On 2018-jun-14 arjo has become aware of the event involving minstrel passive floor lift and a sling, which occurred in (B)(6) located in (B)(6) in the united kingdom. It was reported that during resident (female, 57 kg) transfer from bed to chair, the resident appeared to jerk and fell out of non-arjo sling. Resident sustained soft tissue damage to upper back and left leg. She has been taken to hospital to a&e. The resident was not admitted and returned to the facility. The inspection of the involved lift was performed by an arjo representative. The lift was found to be in excellent visual and working condition.

Manufacturer narrative:
On 2018-jun-14 arjo has become aware of the event involving minstrel passive floor lift and a sling, which occurred in st lukes care home located in runcorn in the united kingdom. It was reported that during resident (female, 57 kg) transfer from the bed to the chair, the resident was struggling and subsequently fell out of the sling (non-arjo product). As a consequence of the event, the resident sustained soft tissue injury to upper back and left leg. The patient was taken to the ER and released the same day. The injury was assessed as not serious. After the event, the device was inspected by arjo representative. The functional and visual inspection showed that the device was in general good condition, no malfunction was detected. The service technician also advised that the non-arjo sling used with the device was working correctly without any visual damage. The original equipment manufacturer has been made aware of this event. The minstrel instruction for use (mmx15030/10) contains the following information: "the ministrel is intended for use with arjohuntleigh slings with attachment loops. Use only the slings supplied by arjohuntleigh that are specified in the user manual." Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling and in particular, the proper arjo sling is used and is correctly attached to the device. When reviewing similar reportable events, we have not found any other complaints with similar fault description. Sum up, while the event occurred the device was being used for the patient's handling. No technical malfunction of the device was detected that could have caused or contributed to patient fall and from that perspective, the floor lift device was up to its technical specification at the time of the event. The sling used by the facility was a non-arjo product. We report this event to the competent authority based on the reported outcome - resident slip out of sling.